Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ER after receiving inappropriate shocks. Diagnostic imaging was performed revealing rv lead dislodgement. Repositioning the rv lead was attempted, but physician could not insert the stylet into the lead and helix would not retract. The rv lead was explanted and a new rv lead was implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.